Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a part underneath the control knob was broken. The device was not changed out for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.